Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the lead was returned in two segments. Detailed analysis confirmed that the inner and outer conductor coil had a break approximately 19.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Also, visual inspection showed evidence of a bent/kinked in polyurethane insulation where both inner and outer coils were fractured. It was confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. A line of code was added for this observation.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and also insulation damage was noted. Subsequently, the patient was hospitalized and the follow-up increased, the patient was then treated with intravenous antibiotics and the rv lead successfully replaced. No additional adverse patient effects were reported.